Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was dropped to 25 mg/dl. The customer¿s other blood glucose mentioned was 307 mg/dl, 125 mg/dl the insulin pump will not be returned for analysis. The customer stated that the insulin pump had flow block alarm. Customer stated the cannula was not bent. Customer states the insulin exited and pump alarmed insulin flow blocked. The insulin pump will not be returned for analysis.